Event description:
It was reported that a spectrum infusion pump had an inoperable keypad. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported inoperable keypad (#2, #3, (.), #4, #5, #6, #7, #8, and #9 keys inoperable due to failed keypad). Keypad output anomalies were also observed and an automatic output of the #3 key would occur when the #1 key is pressed. This was caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.